Event description:
The customer's mother reported a blank display. Troubleshooting was performed and the display remained blank. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a broken display due to a broken component on the interface board.